Event description:
During surgical procedure pt was moving to or table. The surgical light overhead was moved and in the process the light fixture flipped over causing the black disc on top to fall onto pt. It struck the pt across the bridge of the nose, right eye and eyeball causing a laceration and redness to the eyeball. Internal tether wire broken. Repaired by svc, back in svc.